Event description:
The report states: date sunday (B)(6) . The io was to be used on a code. The drill would turn but the minute you put it to the leg it stopped working. Insertion site: tibia proximal. We got the other io and it worked fine. The doctor has used it before and he knows how to use it.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn(B)(6) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a blinking red led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref - 002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 5.24 secs insertion 2: n/a insertion 3: n/a hard profile (105 lbs/ft3) insertion 1: n/a insertion 2: n/a insertion 3: n/a the unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 5.24 seconds. No further testing was attempted. The complaint has been confirmed. Condition - driver was disassembled and other operating characteristics were evaluated and recorded. Battery voltage measured as 18.37 dc volts without being activated. Battery voltage measured as 10.96 dc volts when button was activated , and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom could not be analyzed due to corruption of the eeprom. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled, the motor and gear box were operable exhibiting no signs of electro/mechanical problems. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 06/2013 and is approximately 7 years old. The complaint has been confirmed. Per the functional testing performed the driver failed. Battery analysis has confirmed battery depletion. No other corrective/preventative actions will be assigned. The reported complaint of "no/lost power in use" was confirmed. The driver lost power because the batteries were depleted. Battery testing confirms depletion. The motor/gearbox were operable , and a blinking red led displayed. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: date sunday may 17. The io was to be used on a code. The drill would turn but the minute you put it to the leg it stopped working. Insertion site: tibia proximal. We got the other io and it worked fine. The doctor has used it before and he knows how to use it.